Event description:
It was reported this atrial lead was capped due to intermittent capture at 6.5v at 1.0ms. The device was actively implanted for approximately 4 years, 9 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it is capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.